Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿ ¿operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ ¿reprocessing manual: reprocessing the endoscope (and related reprocessing accessories): preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported an issue with the flow of air and water from the endoscope. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the nozzle was clogged with foreign material due to insufficient reprocessing. In addition, angulation was reduced, the adhesive on the bending section was worn, and the switch was damaged the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.